Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was reading inaccurately low readings compared to another meter. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified using the customer care advocate (cca) documentation. The patient refused to state when the alleged issue first occurred, what medications she takes to manage her diabetes, and if she made any changes to her normal routine on the day of the alleged issue. The patient reported on an unknown date and time she obtained readings of ¿72 and 80mg/dl¿ on the lfs meter compared to ¿96, 98, 112, and 113mg/dl¿ on a onetouch ultramini meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient refused to report if she received any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and she was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.